Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was trying to load the vial with insulin but keeps getting leaks from the blue transfer guard. Blood glucose was 94 mg/dl. Troubleshooting was performed. The product will not be returned for analysis.